Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% totally occluded lesion with calcification was located in the moderately tortuous left superficial femoral artery. The physician advanced the 4.0x20mm sterling otw balloon catheter to the lesion and on the first inflation, inflated the balloon to 12atms and the balloon ruptured. There was no pt complications. The procedure was successfully completed with a 4.0x20mm non-bsc balloon. Pt status is reported as "no problem".